Manufacturer narrative:
Concomitant medical product: 503452 lead, implanted: (B)(6) 1997. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited non-capture, fracture, high impedance and would not sense properly. The ra lead was capped and replaced. No patient complications have been reported as a result of this event.